Event description:
It was reported in a journal article that as part of the treatment of a large paraclinoid aneurysm, a stent was placed across the aneurysm neck successfully. During the procedure, the proximal end of the stent became dislodged and herniated into the aneurysm body. Multiple attempts were made to retrieve the stent unsuccessfully. The procedure was aborted. Three months later, the patient under went a craniotomy during which the aneurysm was clipped successfully. The physician elected to leave the stent in place. Post procedure angiography revealed the complete obliteration of the aneurysm. The patient awoke from the procedure with mild right hemiparesis, but this was completely resolved the same day. The patient was discharged home one week after the procedure, and follow up angiography taken six months later, showed the complete occlusion of the aneurysm and the wide patency of the parent internal carotid artery.

Manufacturer narrative:
Date of event: unk. If implanted. Boston scientific has made several attempts to gather additional information regarding that alleged event without result. Currently, there are no further details to report.